Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced an occlusion alarm while using a teflon inset with 23-inch tubing placed on the abdomen and an elevated blood glucose with a highest continuous glucose monitor (cgm) reading of 315 mg/dl over approximately an hour and a half. It was resolved only after a full supply change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need to replace the infusion set and resume normal operation without medical intervention or hospitalization. Customer care provided troubleshooting and user education, visual inspection of the infusion line for bubbles or kinks, and assessment of infusion site performance. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set and tubing, consistent with flow obstruction in the disposable components, and resolution after replacement supported the device function post-change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set¿related occlusion leading to under-delivery of insulin.